Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. The device was visually inspected and it passed. The receiver was able to be charged and rebooted. A review of the share logs was performed and initialization without a manual restart was not found within the investigation window. Functional testing was performed and it passed. Screen device information was downloaded and it passed. The allegation was not confirmed. The root cause could not be determined.